Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), idiopathic intracranial hypertension ('autoimmune disorder type of disorder: pseudotumor cerebri/neurological conditions or problems type: pseudotumor cerebri,') and seizure ('seizures') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, gastroenteritis, vertigo, premenstrual dysphoric disorder and back pain. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), idiopathic intracranial hypertension (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), hot flush ("hot flashes"), abdominal pain lower ("abdominal pain lower") and ovarian cyst ("ovarian cysts now"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, idiopathic intracranial hypertension, migraine, headache, nausea, seizure, dysmenorrhoea, fatigue, vaginal discharge, mood swings, hot flush, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, hot flush, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2010: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain, pelvic pain and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new event ovarian cysts now was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ovarian cyst ('ovarian cysts now'), idiopathic intracranial hypertension ('autoimmune disorder type of disorder: pseudotumor cerebri/neurological conditions or problems type: pseudotumor cerebri,') and seizure ('seizures') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, gastroenteritis, vertigo, premenstrual dysphoric disorder and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), ovarian cyst (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), hot flush ("hot flashes"), abdominal pain lower ("abdominal pain lower") and adenomyosis ("adenomyosis"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, ovarian cyst, idiopathic intracranial hypertension, seizure, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue, vaginal discharge, mood swings, hot flush, abdominal pain lower and adenomyosis outcome was unknown. The reporter considered abdominal pain lower, adenomyosis, dysmenorrhoea, fatigue, headache, hot flush, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain, pelvic pain and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received -reporter added.fu 5 and 6 processed together. New event of adenomyosis added. Severity added for the event of dysmenorrhea. On 6-aug-2020: quality safety evaluation of ptc.fu 5 and 6 processed together. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), ovarian cyst ('ovarian cysts now'), idiopathic intracranial hypertension ('autoimmune disorder type of disorder: pseudotumor cerebri/neurological conditions or problems type: pseudotumor cerebri,') and seizure ('seizures') in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, gastroenteritis, vertigo, premenstrual dysphoric disorder and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), idiopathic intracranial hypertension (seriousness criterion medically significant), seizure (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), hot flush ("hot flashes") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes), and oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, ovarian cyst, idiopathic intracranial hypertension, seizure, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, fatigue, vaginal discharge, mood swings, hot flush and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, hot flush, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain, pelvic pain and ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: pif received- for event pelvic pain hospitalization was added as seriousness criteria. Oophorectomy was added for event ovarian cyst. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), idiopathic intracranial hypertension ("autoimmune disorder type of disorder: pseudotumor cerebri/neurological conditions or problems type: pseudotumor cerebri,") and seizure ("seizures") in an adult female patient who had essure (batch no: 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, gastroenteritis, vertigo, premenstrual dysphoric disorder and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)", idiopathic intracranial hypertension (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), hot flush ("hot flashes") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, idiopathic intracranial hypertension, migraine, headache, nausea, seizure, dysmenorrhoea, fatigue, vaginal discharge, mood swings, hot flush and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, hot flush, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : dysmenorrhea, lower abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), idiopathic intracranial hypertension ("autoimmune disorder type of disorder: pseudotumor cerebri/neurological conditions or problems type: pseudotumor cerebri,") and seizure ("seizures") in an adult female patient who had essure (batch no. 619694) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, gastroenteritis, vertigo, premenstrual dysphoric disorder and back pain. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), idiopathic intracranial hypertension (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), seizure (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), hot flush ("hot flashes") and abdominal pain lower ("abdominal pain lower"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes),). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, idiopathic intracranial hypertension, migraine, headache, nausea, seizure, dysmenorrhoea, fatigue, vaginal discharge, mood swings, hot flush and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fatigue, headache, hot flush, idiopathic intracranial hypertension, menorrhagia, migraine, mood swings, nausea, pelvic pain, seizure, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, lower abdominal pain, pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, lot number added, essure insertion and removal date updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia), pseudotumor cerebri, migraines, headaches, nausea, seizures, vaginal discharge, dysmenorrhea (cramping), fatigue, mood swings, hot flashes, abdominal pain lower. Events severity added. Medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.